Event description:
The event involved a customer allegation of a device with a power cord that was broken and a battery that would not hold charge. Testing confirmed the customer's allegation and noted that the insulation of the power cord was damaged, exposing a positive wire. The exposed wire on the ac power cord subsequently generated the battery not holding charge. The probable cause was due to the defective power cord, which was replaced. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.